Manufacturer narrative:
Zimvie received one (1) ilpc442u, (certain low profile one-piece abutment 4.1mm(d) x 2ilpc442mm(h)) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 2019062092. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019062092 for similar events and one other complaint (B)(4) was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient presented with a loose lower hybrid. Upon removal, they found that 3 gold screws were fractured, and all 5 abutments were fractured. All blue screws were lodged in the implant channel. They were able to remove four screws; one remains. Patient¿s hybrid was temporarily reattached using old parts. The patient wears a bruxing guard. Customer reported that they will remove the final broken screw portion from implant once they receive replacement parts.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided.